Event description:
Report of a hole in the catheter.

Manufacturer narrative:
Complainant reported there was a "rupture" in the line. Product was not returned for review and patient condition at device removal was not described.